Event description:
It was reported that the external pulse generator shut off. It was returned for testing and service. Follow-up is being conducted to determine whether there was any patient involvement. The unit was returned and analyzed and the customer comment was unable to be confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed and the customer comment that the unit had shut itself off was unable to be confirmed, the unit passed all incoming tests. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator shut off. It was returned for testing and service. Follow-up is being conducted to determine whether there was any patient involvement.